Manufacturer narrative:
Surgical images were reviewed and noted that all three surgical procedures were completed as expected. A sausage formation prior to breakthrough on the capsulotomy on one of the surgical procedure was noticed. These can often be related to an incomplete capsulotomy which can lead to tears if the physician attempts to remove the capsular button without noting the adhesions. An fse requested information on the location of the tears, but the information was not provided by the doctor. The laser system log files were reviewed and no indication of device malfunction was found. The doctor performed a vitrectomy on the third patient. During a post-operative clinical follow-up, (B)(4) reported that there were no post-operative complications reported by the clinical site.

Event description:
On (B)(6) 2015 a distributor (B)(4) reported to lensar that a doctor has concerns about tears in the anterior capsulorhexis. The doctor emailed the following: "the concerning thing I have seen is that I have had three tears in the anterior capsulorhexis, two of which extended to the posterior capsule and one had vitreous in the anterior chamber.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
On (B)(6) 2015 a distributor cas reported to lensar that a doctor has concerns about tears in the anterior capsulorhexis. The doctor emailed the following: "the concerning thing I have seen is that I have had three tears in the anterior capsulorhexis, two of which extended to the posterior capsule and one had vitreous in the anterior chamber.